Manufacturer narrative:
Power cord frayed from being pinched by fowler.

Event description:
It was reported by service report that the bed has a frayed power cord. No pt involvement or adverse consequences are reported.